Event description:
It was reported that the physician was concerned that the pump was "not working effectively" as "spasticity was hard to control". The pump was explanted and replaced on (B)(6) 2010. Rotor and dye studies were performed and both noted as "working". End of battery life was noted. Lioresal intrathecal was administered via the pump at a concentration of 2000 mcg/ml delivered at a dose of 650 mcg/day. There was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.